Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use by the nurse that the bd¿ syringe with bd luer-lok¿ tip had foreign matter inside the barrel. It appeared to look like mold. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received in the columbus plant for evaluation. The sample provided had embedded foreign matter in the plastic therefore failure mode was verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. No related issues or defects were found in the DHR. No related quality notifications were issued for this batch number. Sample syringe was provided that had embedded foreign matter in the plastic. No mold testing was performed since the packaging was opened before it was received for investigation making mold testing invalid. Investigation conclusion: confirmed: bd was able to confirm the reported foreign matter. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.